Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-713a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the first side-firing fiber had ¿stopped working¿ @ 33,228 joules and 5:22 minutes of use. A second fiber was used and the ¿fiber tip came off when the doctor pulled it out from the nipple¿ @ 228,708 joules of use. A third fiber was used to complete the procedure. Patient outcome: ¿ok¿. This is for the first fiber.